Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on unknown date. Blood glucose reading was unknown. The customer did not recall the details of hospitalization. The customer was treated with intravenous insulin drip, glucagon, food and glucose tablet at the hospital. Troubleshooting for the customer¿s low blood glucose was declined. The customer¿s last blood glucose reading was 344 mg/dl. The insulin pump will not be returned for analysis.